Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed and the battery release is contaminated. Analysis also found the upper case, lower case, ring cover, and one side bail cover are broken. One side bail cover and ring are missing. (B)(4).